Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2004 and the mesh was implanted. The patient experienced a mesh erosion into left side of bladder causing recurring urinary tract infections. On (B)(6) 2014 the doctor performed a cystoscopy and cold cup biopsy of all visible mesh in the bladder. A very small piece of mesh was excised and the rest was left in situ. Additional information will be requested.